Manufacturer narrative:
The customer requested onsite service and declined remote support. A quote was created for service to be provided. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system displayed an "exposure not possible" error. The clinical use of the system was in use. There was no harm reported to philips.